Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If idevice used for treatment, not diagnosis.nformation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): the screw broke and the shaft was left in place. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Only additional and/or corrected information will be contained in this report. It was reported that during a hardware removal procedure (B)(6) 2016, a 2.0mm titanium cortex screw coarse pitch self-tapping with plusdrive 12mm, head sheared off while being removed from the mandible. The shaft of the screw was unable to be removed due to scar tissue. The surgeon shaved down the retained shaft so it would not protrude through the skin. No additional information available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).